Event description:
A non healthcare professional reported that when the lens was inserted, the physician noted a fiber on the lens haptic. The physician removed it with irrigation and aspiration and completed the case without observing any additional fibers. At the postoperative day one visit, the physician noted 2+ inflammation and a less than1 mm layered hyphema, initially attributed to the hydrus. However, because this level of inflammation had not previously been seen with a hydrus alone, the physician brought the patient back on postoperative day (pod-2). After dilation, the physician observed multiple fibers behind the lens. The only potential source the physician could identify was the new mayo stand cover. Although technically sterile, this raised concerns. After discussing, the physician recommended removing the lens, cleaning the capsular bag, and replacing the lens. This procedure was performed. The patient¿s iris was more floppy, making lens extraction more difficult. The physician removed the lens and noted multiple fibers (at least three) exiting the eye with viscoat. The physician then evacuated viscoat from the capsular bag in an effort to remove any remaining fibers, reinflated the bag, and replaced the lens. No fibers were observed in the eye at the conclusion of the case. The procedural type was unknown. The product replacement details were unknown. The physician evaluated the patient three additional times following the lens exchange. The patient continued to exhibit inflammation, though it was improving. The patient developed an iris defect that would not have occurred had a second intraocular procedure not been necessary. The cornea remained swollen but was slowly improving. This situation clearly resulted in harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time as a product has not been received, and the condition of the product could not be verified. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The complaint has been documented, and quality assurance will continue routine monitoring for adverse trends. The custom paks are manufactured in an environmentally controlled area with established controls designed to minimize particulate introduction, and external suppliers are routinely assessed to ensure component quality. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to assess for adverse trends. The most recent review showed no trends associated with the reported product or event type. Quality assurance will continue routine monitoring and will take additional action if future data indicates a recurring concern. This complaint has also been communicated to custom pak manufacturing management through the customer review board meeting. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.